Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use(IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Additional information received states that the patient was re-hospitalized again in (B)(6) 2017 for an unspecified issue and was given unspecified medication. No additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 3.25 x 38 mm xience xpedition stent and a 3.50 x 38 mm xience xpedition stent were implanted in the proximal and mid right coronary artery (rca) and the patient was discharged on (B)(6) 2014. On (B)(6) 2015, the patient presented with chest tightness [angina] and was re-hospitalized. No coronary angiography was performed, unspecified medications were given and the patient was discharged on (B)(6) 2015. On (B)(6) 2015, the patient presented with chest tightness [angina] and was re-hospitalized. No coronary angiography was performed, unspecified medications were given and the patient was discharged. Per the physician, the relationship between the event and the devices is not known and the patient is in good health. No additional information provided.